Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had fluctuating blood glucose levels since changing insulin types. His blood glucose was 196mg/dl at the time of reporting. He stated that he had visited the emergency room for high blood glucose, but was released as everything was found to be normal. He also reported low blood glucose of 53mg/dl, which he treated with food. Troubleshooting suggested that his insulin pump was working properly apart form a bent cannula on his infusion set that he was advised to change. No equipment was returned. No additional information was reported.